Event description:
(B)(4) the dealer reported that the prox4f80 custom mechanical wheelchair wheel lock spring inside component was broken at the bottom attachment point. There was no patient injury reported.